Manufacturer narrative:
Additional information received that there was no injury that occurred in this event. This is a follow up report for this additional information. Investigation results: nc082461/(B)(6): battery (voltage collapses under load) defective, replaced. Motor mount (broken) defective, replaced. Micromotor (B)(6) (we found fluid or oil residues when checking your engine) defective, replaced with (B)(6). Functional test without errors. Safety inspection passed according to iec60601, protocol enclosed. Only control unit and micromotor/cable supplied. St 293, fi 156, numbers of hours of use: 11:40:26. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580, health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199. This is a follow up report to correct these codes.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: nc082461/(B)(6): battery (voltage collapses under load) defective, replaced. Motor mount (broken) defective, replaced. Micromotor smr1346162 (we found fluid or oil residues when checking your engine) defective, replaced with smr2488553. Functional test without errors. Safety inspection passed according to iec60601, protocol enclosed. Only control unit and micromotor/cable supplied. St 293. Fi 156. Numbers of hours of use: 11:40:26. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a vdw.silver reciproc stopped during use. Outcome unknown as of this MDR, further information requested.